Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been reported. Per medical records, it was reported that the patient underwent a lumbar spine fusion procedure in which rhbmp-2/acs, bone graft, and stryker screw, blocker, avs tl cage and ti rad rods were used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.